Event description:
It was reported that the c10-3v transducer had a hole in the lens with exposed electronics. The transducer was associated with an epiq elite ultrasound system. There was no patient or user harm. The service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.